Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 402 mg/dl. Customer reported that the other blood glucose levels are 348 mg/dl and 555 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital. Customer reported customer does not allege insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.